Event description:
It was reported that inadequate capture was noted on the right ventricular (rv) lead. A revision procedure was performed and an additional rv lead was implanted for pacing and sensing. The original rv lead remained implanted with with enabled high voltage and disabled pacing/sensing. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.